Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had surgical intervention; however, no details have been provided.recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted.note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.addendum:based on a review of medical records, it is unclear at this time if the patient was implanted with a davol/bd mesh. However, the medical records provided did no indicate any type of device related malfunction for the patient's post op complications. Based on the operative details the patient's post op complcaitions appear to be from multiple procedural complications related to the patient's comorbidities, including obesity, sleep apnea, and the size of the hernia defect. If additional information is provided a supplemental emdr will be submitted.corrected field: b5updated fields: a2, b7, g1, g2, g4,g7, h2, h6, h10 h3 other text : not returned

Event description:
As was originally reported on 11/19/2019: on (B)(6) 2016 - patient was scheduled for a surgical procedure to repair an inguinal hernia he had on his left-side groin. Patient had been seen and was being treated for the hernia for the last eight (8) years. The surgical procedure was performed. A medical device known as polyproplylene mesh ("prolene mesh) to repair the hernia. After the surgery, the patient was admitted into the intensive care unit ("ICU") . Twelve (12) days later patient developed an infection that medical personnel thought was "fournier gangrene." Patient was immediately thereafter transported to the emergency room ; where he was rushed into emergency surgery because he had arrived in sepsis. Life-saving and corrective emergency surgery was performed. Their rapid respond was able to control the infection and they took serious measures to attempt to minimize the damage caused from the surgical procedure, however, during the life-saving surgery other complication were discovered. The surgeons discovered and determined that "this was a contaminated case." The surgeons also discovered other post-operative complications which showed that patient had developed a enterocutaneous fistula ("ecf" or fistula") ecf is an abnormal connection between the gastrointestinal tract and the skin of the abdomen. The patient has had to endure additional revision surgical procedure to address ongoing residual effects (e.g. Gastrointestinal blockage, etc.) From the prolene mesh that had been implanted. The patient has suffered and will continue to suffer experiencing pain and discomfort, being permanently disfigured (e.g. Abdominal scars) adjusting to life altering consequences of being on a restrictive diets because his g.I. Tract can't process foods of all types. Patient suffers from mental anxiety and depression . The patient was incapacitated for an extensive period of time unable to perform basic life activities (e.g., walk, sit, eat, etc.) And has suffered and will continue to suffer mental anxiety, depression. The prolene mesh was defective. Addendum per medical records: the patient underwent repair of the left inguinal hernia on 08/15/2016. This procedure was complicated by the patient's comorbidities of obesity and history of sleep apnea. During the dissection of the hernia sac (prior to mesh placement), it was found to contain a 10cm loop of sigmoid colon. The sigmoid colon was unable to be reduced and therefore, was resected. An enterotomy was made and repaired during the colon resection. Operative dictation notes multiple procedural complications related to the patient comorbidities, such as: "the hernia sac was found to be densely adherent to the blood supply of the left testicle" and "due to the marked attenuation of the inguinal tissues due to the large hernia sac and copious amounts of adipose tissue, the ilioinguinal nerve could not be identified." The mesh was then placed and the patient went to recovery in the ICU (due to his comorbidities). On postop day 12 the patient began to show signs of infection and was transferred to another hospital for treatment. On (B)(6) 2016 cultures of the abdominal wound revealed bacterial growth of +e. Coli. On (B)(6) 2016 the patient underwent additional surgical intervention related to peritonitis and a left groin abscess in which an incision and draining was performed, during which the "prolene" mesh was explanted. Operative details state; ¿foul-smelling, obviously infected flat polypropylene mesh with it¿s two arms noted to encircle the cord structures was encountered.¿ ¿this (mesh) was carefully dissected from the structures it was secured to and passed off the table as a specimen¿ the patient continued to undergo multiple "wash-outs' of the abdominal wound, closure of the abdomen with a non bard-davol strattice mesh and wound vac changes. There is no mention of residual "prolene" mesh in any of the additional surgical details. Due to the patient's obesity complicating the visual aquity, there were multiple enterotomies and serosal tears made throughout the patient's extensive surgical course through 2018. The operative details note these were repaired immediately with each occurrence. From 2016 to 2018 the patient continued to have medical intervention due to the procedural complications from the repair of the left inguinal hernia. Medical records provided did not indicate any type of device related complication.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had surgical intervention; however, no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2016 - patient was scheduled for a surgical procedure to repair an inguinal hernia he had on his left-side groin. Patient had been seen and was being treated for the hernia for the last eight (8) years. The surgical procedure was performed. A medical device known as polypropylene mesh ("prolene mesh) to repair the hernia. After the surgery, the patient was admitted into the intensive care unit ("ICU") . Twelve (12) days later patient developed an infection that medical personnel thought was "fournier gangrene." Patient was immediately thereafter transported to the emergency room; where he was rushed into emergency surgery because he had arrived in sepsis. Life-saving and corrective emergency surgery was performed. Their rapid respond was able to control the infection and they took serious measures to attempt to minimize the damage caused from the surgical procedure, however, during the life-saving surgery other complication were discovered. The surgeons discovered and determined that "this was a contaminated case" the surgeons also discovered other post-operative complications which showed that patient had developed a enterocutaneous fistula ("ecf" or fistula") ecf is an abnormal connection between the gastrointestinal tract and the skin of the abdomen. The patient has had to endure additional revision surgical procedure to address ongoing residual effects (e.g. Gastrointestinal blockage, etc.) From the prolene mesh that had been implanted. The patient has suffered and will continue to suffer experiencing pain and discomfort, being permanently disfigured (e.g. Abdominal scars) adjusting to life altering consequences of being on a restrictive diets because his g.I. Tract can't process foods of all types. Patient suffers from mental anxiety and depression. The patient was incapacitated for an extensive period of time unable to perform basic life activities (e.g., walk, sit, eat, etc.) And has suffered and will continue to suffer mental anxiety, depression. The prolene mesh was defective.